Manufacturer narrative:
(B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Hospitalized (B)(6) 2014 with e-coli sepsis. Urine culture was sent but destroyed before results were obtained. A second urine culture was not sent due to end user was already taking antibiotics. Uses wafer 411803 with pouch 401544. Changes 2xweek. Uses 027060. Last changed (B)(6) 2013. Rinses with water only. Reviewed (B)(6) allowable for night drainage bag device. Encouraged end user to change night drainage bag every 3 months and clean with mild soap and water daily. Reviewed good handwashing. Encouraged end user to measure stoma to ensure current product is best fit. Transferred to sterling to place order for night drainage bag. Hospitalized (B)(6) 2014. Was given IV antibiotics. To follow with urologist (B)(6) 2014.